Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer also stated that she got no delivery insulin with a pump. Customer decline for troubleshooting for high blood glucose. . The product will not be return for the analysis.